Manufacturer narrative:
Analysis of the pump found overinfusion with an undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain and failed back surgery syndrome. The pump was returned to the manufacturer for analysis with no known complaints. The ¿reason for removal¿ was not provided on the returned product form. It was indicated that no patient injury occurred.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse dilaudid 13.4 mg/ml at 7.999 mg/day and compounded baclofen 1676.0 mcg/ml at 1000.5 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.